Manufacturer narrative:
The review of the device history records "show" no anomalies. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported a patient sustained a corneal burn during the scalp step of the procedure in which the stellaris anterior system was used. The surgeon reported an inability to provide phaco during the operation resulting in chamber instability and increased intraocular pressure. Suture was used to close the wound.

Manufacturer narrative:
The product evaluation did not confirm the failure mode. The root cause is unknown as the reported problem was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action and no further investigation are necessary at this time. The investigation is complete.